Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms, as well as increased thresholds. As a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.